Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (9.9) units of normal bolus was delivered on (B)(6) 2024) between (00:03) and (23:58). Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under delivery anomaly. The customer reported a blood glucose value of 19.9 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885a. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. The product return status for mmt-1885a is unknown.